Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address a fall that opened the wound. Update recv'd 12/16/2016- clinical der states an ae for an open dislocation. The patient was walking in the kitchen with a walker, lost balance, and fell; dislocated their hinge knee by breaking the poly insert and the femoral component came through the skin. The ae is listed as severe, serious, definitely not device related and definitely procedure related. Another clinical der was received stating there was a revision of the insert due to dislocation/subluxation. The complaint was updated on 1/4/2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.